Event description:
A report was received that the patient's battery eroded through the skin. Breakage of the skin was noted. The patient had a wound vac, was placed on oral antibiotics, and underwent an explant procedure. The physician believed that the event was not device related.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's battery eroded through the skin. Breakage of the skin was noted. The patient had a wound vac, was placed on oral antibiotics, and underwent an explant procedure. The physician believed that the event was not device related.

Manufacturer narrative:
.